Event description:
The doctor provided additional information: "the patient had been experiencing decreased restriction in his band and saline is not being retained in the band system. This indicates that the port is leaking or has malfunction such as fractured causing or tubing".

Manufacturer narrative:
We found that the band tubing leaked when was irrigated with fluid under pressure. The leak was in the port tubing near the strain relief (armadillo). A puncture was observed in the port tubing near the strain relief. There are no other punctures or tears in any other parts of the tubing, and no other leaks were observed in the port. Therefore, the complaint was confirmed. Lot number 75da9087 was a sub-component of six different lap-band lots. All lot history records were reviewed. Records showed that all specifications were met, and quality inspections were passed. No nonconformances were recorded for these lots. The directions for use state that care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section of the band. The investigation findings do not lead to a clear root cause of the puncture.

Manufacturer narrative:
Providing the gtin number related to this report. Only the catalog number was identified. No serial number was provided.

Event description:
Complainant stated, "he's only had his band less than a year. The system is not holding fluid and dr. Carter suspects fractured tubing.". No other relevant information was provided.

Manufacturer narrative:
The company cannot verify the report and was unable to conduct further investigation. Out of an abundance of caution and a desire for strict compliance, the company is reporting the limited information that was provided, as is. No information is available regarding the product that was involved. The lot history record for the complaint was not available to be reviewed. Unable to determine root cause. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. No new risks identified; the current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. If additional information becomes available for investigation in the future, a supplemental report would be made. At this time, the reported issue will be tracked and trended.